Event description:
The manufacturer received information alleging a high temperature alarm condition occurred. The device was not in patient use the device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation of a ventilator that allegedly had a high temperature alarm. During the evaluation of the device, the manufacturer reviewed the device's downloaded error log and confirmed the high temperature alarm occurred. The blower assembly was replaced to address the issue. The manufacturer observed a "service required" alarm, the internal battery and power management board were replaced to address the issues.